Event description:
A radiologist was performing a CT-guided needle biopsy of liver. The wrong needle was given to the physician to attach to the biopsy instrument. The needle was too long and when it was inserted in the liver progressed also into the kidney causing bleeding and a small hematoma on both the kidney and liver. Radiology nurse claims the packaging is too small to indicate what needle to use for the instrument which can lead to using the wrong sized needle.

Manufacturer narrative:
The customer reports that the reference number on the labeling is too small to read. The part number for the co-axial needle referenced on the form is the correct co-axial needle to use with the referenced biopince device. A thorough review of labor and documentation was completed to ensure there was no mixed product. The event occurred in (B)(6) 2010; therefore the device was discarded and is no longer available for review. It is probable the wrong size device was actually used as the customer is reporting that the labeling reference is too small and difficult to read. Our facility is working on a project to enlarge the font size on the co-axial needle label. We have only received reports from this hospital with this complaint. We will continue to monitor and trend.